Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient stated that there was no complications with the procedure and no complaints during follow up visits. The physician was contacted (B)(6) 2012 and reported that the patient was seen 2 weeks ago and reportedly was very happy with the results. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.